Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had off no power alarm. Customer stated battery was previously used. Customer stated there were not unattended alarms. Customer stated this was not the second occurrence of off no power without a low battery warning. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed a21 error test and displacement test. No unexpected failed battery alarm anomalies noted. No unexpected battery out limit alarm anomalies noted. No unexpected low battery alarm anomalies noted.(B)(4).